Event description:
Telemed cytology brush broke at handle during time of bronchoscopy procedure, as brush was inside of patient via scope. Item safely retrieved from pt (bronchoscope) - no harm to pt.